Manufacturer narrative:
A device history record review was completed for provided material number 38833614 and lot number 4351254. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. If the affected samples become available for this incident or any potential future incidents, we would greatly appreciate the opportunity to review them. Based on the investigation results, an exact cause could not be determined for the reported event. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The nursing staff is reporting that the flexible part of the angiocath, after puncturing the vein and removing the needle, is leaking at the connection between the flexible part and the luer lok connector. Also, after removing the needle and connecting the equipment to run the serum, it does not run, appearing to have come out of the vein, but after removing the flexible part, it comes out showing that it was bent inside the vein, that is, it bends when the needle is removed.